Event description:
It was initially reported that the device was taking to deep a skin graft. Additional clinical information determined that the issue occurred during surgery wherein the device incised deeper into the patients left thigh. A full thickness laceration was subsequently noted and sutures were required to close the wound.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.